Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient experienced an infection after a replacement generator was implanted. The generator was subsequently explanted due to the infection. A review of device history records for the generator show that no unresolved non-conformances were found and confirm that the generator was sterilized prior to distribution. No additional or relevant information has been received to date.